Manufacturer narrative:
This medwatch report is for the aviva system. Reference medwatch report with (B)(4) for the advantage system.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 86 mg/dl (aviva) and 52 mg/dl (advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.